Manufacturer narrative:
Ulrich medical gmbh (manufacturer) is submitting this report for both ulrich medical gmbh and ulrich medical USA (importer) exemption # e2014011

Event description:
Based on patient x-ray, surgeon believes the obelisc cage collapsed approximately 4mm. It is hard to determine from the angle of the x-ray at 9 months versus the post-op x-ray whether the cage has collapsed or how this could have happened. According to the surgeon, the patient is doing very well and experiencing no pain or discomfort. No serious injury occured. It is inconclusive whether the cage has collapsed.